Event description:
A customer reported that he was taken to the emergency room due to hypoglycemia (<70mg/dl). He expressed his frustration that the hospital has no knowledge of what the omnipod is or how it operates. After he was coherent, he was able to explain what the device is, and also suspend the basal program so that they could raise his blood glucose levels. The customer stated that "it might have been the hospitals fault" but suggested that hospitals be given more information about the omnipod insulin management system. Insulet's customer service left two voicemails for the customer but have not heard back. The product is unavailable and will not be returned for evaluation.

Manufacturer narrative:
The customer no longer has the device, we are therefore unable to make any evaluation to determine a possible product malfunction or defect that would have caused or contributed to the customer's hypoglycemic event. We have very little pertinent information to make any assessment - no blood glucose history including carbohydrate intake and bolus dose information was provided. It is also unknown how long the customer had worn the pad. The omnipod user's guide warns "do not use the omnipod insulin management system until you have been trained by your healthcare provider. He or she will initialize the system based on your individual needs. Inadequate training or improper setup could put your health and safety at risk" insulet has certified pod trainers who work directly with the doctors and patients to teach them how to use the omnipod system. It is a requirement that both the doctor and patient are trained prior to using the device, therefore, any doctor that prescribes the system for its patients most definitely knows how to operate the omnipod. A lot number for the product was not provided, we therefore cannot review the qualification records.